Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed and demonstrated "excellent" thresholds, but the position was not stable. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was also blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression.